Event description:
It was reported that the 9800 system has an image quality issue. It was noted that when fluoro is selected the image will go blank on the left monitor and then reappear. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the interconnect cable. The system was tested and found to be working as intended and placed back into service.